Event description:
Pt passed away on 6/26/94; his attending physician told the family that the death was due to faulty leads in his pacemaker. Consumer said that his father collapsed saturday evening 6/25/94, after arriving home from a church service. His mother called 911 and tried to administer CPR herself. When the medics arrived, they administered 2 electro shocks followed by 5 more. They had a pulse and then transported the pt to hosp on a support system. On sunday morning, 6/26/94, he suffered a seizure and cardiac arrest. He had 15 add'l cardiac arrests later in the day. He was fine for approx 2 to 3 hrs and then had a major seizure and passed away. Physician who implanted this pacemaker told the family that the problem with the pacemaker was due to the wiring in that it was not sending impulses to the lower wiring. Consumer also reported that his father's heart rate began decreasing sometime last week. It was 46 at that time (it should have been 80). He said his dad was feeling pretty well over this past weekend but was moving more slowly than usual as had been the case for the last month or so.